Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Spray greasy we noticed that the rubber part of the plungers is greasy. There seems to be an oil-like component on it. I have attached pictures for illustration. Syringe 50 ml luer lock: lot 2312017 - 300865 syringe 20 ml luer lock: lot2402066 - 300629 syringe 5 ml luer lock: lot 3340360 - 309649.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. The photos display the plunger with the stopper. The stoppers have a shiny appearance which would be from the silicone used within the product. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2402066 and were found to be within specification. A device history review was performed for reported lot 2402066, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Based on our investigation we cannot identify a specific cause related to the manufacturing process. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe, this does not indicate that the silicone is in excess. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.